Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device was used for an endovascular treatment for the superficial femoral artery and hemostasis was successfully achieved. However, after the procedure, hematoma occurred in the patient's room. The physician checked the puncture site by using CT (cat scan) and ultrasonic echo and applied manual compression. Then hemostasis was successfully achieved. The patient has recovered. The estimated blood loss was less than 250cc's. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. A hematoma was present. A pre-deployment angiogram was performed. It was a right femoral artery puncture. The patient was hospitalized due to the event. A CT was performed to diagnose the bleed, but no bleeding site was found. An ultrasound was performed to diagnose the bleed. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.